Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by the manufacturer, the device failed a step during testing. The device's sensor board was replaced to address the issue.